Event description:
Home patient (hp) reports a hole in the pt line during treatment phase drain 1 of 1 of automated peritoneal dialysis therapy. Hp reveals that hp inadvertently rolled over the line with a computer table causing the hole. The hp discontinued treatment and began with new supplies. Hp reported this occurrence to rn and was not put on any antibiotics. There has been no resulting infection.